Event description:
The customer reported that one of the reagent probes of the unicel dxc 800 synchron system was not vacuuming and leaked fluid onto the cover well of the instrument. The customer was unable to identify which of the probes was leaking. The customer was wearing personal protective equipment consisting of gloves, goggles and a laboratory coat at the time of the event and there was no report of injury or direct exposure to the leak. The customer discovered the leak during maintenance and stated that the instrument did not generate any error messages for this event. The customer stated that calibration passed and quality control (qc) results were within the laboratory's specification. The customer reported that no erroneous results have been generated and therefore there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and determined the cause of the leak from reagent probe a is attributed to the collar wash valve. The fse replaced the collar wash valve to resolve the leak. (B)(4).